Manufacturer narrative:
Additional information: g3, h3, h6. Based on the photo provided, the complaint allegation is confirmed. Visual evaluation revealed the tip of the scorpion needle is bent. Arthrex was able to conclude a most likely cause of the bent tip of the needle. The most likely cause for the reported failure can be attributed to misuse of the device due to attempting to advance the needle through the shaft while a fragment of a previous needle was still lodged within.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8th march 2024, it was reported by a sales representative via email that an ar-12990n-1, scorpion needle, knee broke within knee scorpion. The first knee scorpion needle broke off during use inside of the knee scorpion handle. The second needle was opened in an attempt to fix the situation and push the broken part out of the shaft of the instrument unfortunately the broken piece was wedged very tightly in the shaft of the instrument and was unable to be removed. They did not have a backup instrument, and unfortunately neither needle was able to be used. This was detected on (B)(6) 2024 during a knee arthroscopy, posterior root repair of medial meniscus procedure. Procedure was completed successfully with no patient harm as a labral scorpion and surefire needle was used instead. 12 march 2024 - the sales rep. Responded that an ar-12990, knee scorpion¿ was also defective due to the original needle breaking off inside it.